Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the patient line. Customer's blood glucose level ranged between 200 - 250 (mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.